Event description:
It was reported that customer experienced continuous glucose monitor error while using g7 sensor. No information was provided regarding impact to customer¿s blood glucose level. Technical support provided complete pump reset instructions, and customer planned to reset pump when ready and to call back if problem continued.